Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with a prolonged hyperglycemic episode followed by hypoglycemia while using the ilet, during which the system delivered correction doses and the user later treated the low with oral carbohydrates. Symptoms included feeling unsteady, sweating, and feeling cold. Outcomes included temporary interference with daily activities that required assistance from another person to obtain juice, without professional medical intervention or hospitalization. Investigation included complaint intake assessment and troubleshooting with user education. Investigation of this case revealed no device alarms for severe hyperglycemia and confirmed that the device provided corrections and low alerts, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.